Event description:
Event description boston scientific received information that this cardiac resynchronization therapy-defibrillator (crt-d) was explanted due to an elective replacement indicator (eri). There was no reported adverse patient effects and no allegations against the performance of the device. Another model guidant crt-d was successfully implanted without reported incident.